Event description:
It was reported that the patient with a sling device underwent a surgical intervention to implant an artificial urinary sphincter (aus) system due to unspecified reasons. No information was provided about the patient's outcome.